Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during the review of the device activity log and was attributed to the end user not keeping the electrodes connected to the device during the self-test, causing the red x condition. The AED plus operator's guide instructs the user to connect the electrode cable to the AED plus unit after installing batteries. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.